Event description:
It was reported that during pre use check, the cardiosave intra-aortic balloon pump (iabp) failed pim test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h10.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found that the pressure and vacuum were both not enough. The fse performed the compressor output test and the regulator calibration test. The vacuum failed during the first test. The pressure failed during the second test. The fse replaced the compressor. The unit was okay.